Manufacturer narrative:
A maquet field service technician (fst) inspected the device and found no visible damages in the end cap. The end cap was replaced and secured in place with 2 stainless steel screws. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The power led series operating manual includes a verification of all the covers during yearly maintenances. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that the end cap of the surgical light in or 11 fell off in the sterile field. No injuries were reported to maquet. (B)(4).